Manufacturer narrative:
Eval of the returned cartridge identified a leak at the bonded area between the pump segment and connector. A review of complaint history indicates that this is a random event. There is no indication of a systemic issue. Nxstage medical considers this report closed. No add'l info will be provided.

Event description:
During a routine hemodialysis treatment, pt experienced low blood pressure, 60/30, and stated, he did not feel well. Saline bolus of 150cc was administered and treatment was ended and blood rinsed back. Pt felt better. A clear fluid was observed under the cycler during clean-up. Pt pre-weight was (B)(6) and post weight was (B)(6). Cycler indicated 0.4kg of target ultrafiltration volume was removed when treatment was ended. No other medical intervention reported.